Event description:
It was reported that a customer observed an intravenous therapy container leaking via the administration port. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Reported phone number - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received and evaluated against the reported condition of a leak. This device was visually and functionally tested. The reported problem was confirmed through the leak test. The cause was determined to be related to machine failure. As a result, corrective maintenance and leak test validation was performed on the machine. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.